Manufacturer narrative:
Additional information was added to d1: brand name, d3: device manufacturer name, d4: catalogue #, d4: unique identifier (UDI) #, g1, g4: PMA/510k # or bla #, h3, h6, and h11: d4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the amia patient line adapter was returned for evaluation attached to the female connector of the minicap transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected using the returned patient connector by hand with no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following facilities: baxter healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was difficulty disconnecting the patient line of the homechoice cassette from the transfer set. This occurred when starting or ending peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.